Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf head tested out of specification and would not interrogate.

Event description:
The programmer rf head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.